Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient fell off her bike back in may, which resulted in the battery being at an angle under her skin, making recharging difficult. Impedances were all good, and she was able to recharge. She just had slight discomfort at the site of the battery, so physician decided to move it. Pocket was moved from flank to abdomen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.